Event description:
Patient scheduled for an lavh (laparoscopic assisted vaginal hysterectomy). Dr. Requested to use a rumi uterine manipulator with a koh colpotomizer system. This was assembled and inserted in the uterus by dr. Prior to starting the case. It is used to give better visualization and provide a template for the colpotomy during the laparoscopy. Due to intra-abdominal scaring/adhesions, it was determined that she would need to have a tah (total abdominal hysterectomy). Dr. Removed the rumi as the crew passed off the laparoscopic instruments and opened new instruments to do the tah. The surgery was completed without problems. The next day, the cs supervisor called to report that a koh cup was missing out of the set and she had reordered another. The or crew from the case was notified and discussed whether they had possibly thrown it away and the question was raised if it could be in the vagina. Two days post-op, I had spoken with all of them and cs, and was fairly confident it had not been thrown out. I called the dr. To get his recollection. He agreed to examine the patient while she was still in the hospital and found the cup. The patient was slightly uncomfortable so he took her to the ER for sedation while he removed it without incident. The patient's stay was lengthened by about 6 hours.